Event description:
According to the reporter, during a procedure, a white plastic piece of packaging for the surgical item that seals the bag comes in fell off the packaging onto the sterile field.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.